Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 35 mg/dl. The customer stated that she had had 2 medical issues because the sensor and blood glucose readings had large discrepancies. She declined troubleshooting and agreed to meet with a device trainer. Nothing further reported.